Event description:
Case description: investigation results: novorapid penfill 3 ml 100iu/ml, batch no : mr7fe53. The product was not returned for examination. Novopen 4, batch no : unknown, no investigation was possible, because neither sample nor batch number was available. -since last submission the case has been updated: -imdrf codes and inv results was added; -narrative was updated accordingly. Final manufacturer's comment: 03- mar-2023: the suspected device (novopen 4, batch number unknown) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: novopen 4, batch no : unknown, no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level always high, once was 600mg/dl [blood glucose increased] technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle [device leakage] insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken [incorrect dose administered by device] case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 98 cm. Patient's weight: 12.5 kg. Patient's bmi: 13.01541020. This serious solicited report from egypt was reported by a consumer as "blood glucose level always high, once was 600mg/dl(blood glucose increased)" beginning on (B)(6) 2022 , "technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage)" with an unspecified onset date , "insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device)" with an unspecified onset date and concerned a 3 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", novorapid penfill (insulin as part) (dose, frequency & route used- 10 iu, qd, subcutaneous, regimen #2 correction dose of 1 to 2 u (B)(4) (B)(6) 2024 ml (depending on bgl), subcutaneous) from (B)(6) 2022 for "diabetes mellitus". Dosage regimens: novopen 4: novorapid penfill: (B)(6) 2022 to not reported, not reported to not reported; current condition: diabetes mellitus (type and duration not reported) concomitant medications included - tresiba flextouch u100(insulin degludec 100 iu/ml) solution for injection, 100 iu/ml 01/--/2022 to ongoing. Since an unknown date in (B)(6) 2022 the patient's blood glucose level was always high and hba1c (glycosylated haemoglobin) was 11.5 %. On an unknown date, due to technical issue with np4 (novopen 4), the insulin leaked around the cartilage plunger around the needle and lead to inaccurate dosage taken it was reported that patient's blood glucose level during this hyperglycaemia duration was 400-550mg/dl and only once was 600mg/dl. Treatment was given as a correction dose of 1-2 u depending on patient's blood glucose level (from 250mg/dl to 350mg/dl only 1u, above 350mg/dl takes 2u). Batch number of novopen 4: requested. Novorapid penfill: (B)(4); action taken to novorapid penfill was reported as product discontinued. The outcome for the event "blood glucose level always high, once was 600mg/dl(blood glucose increased)" was recovered. The outcome for the event "technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage)" was not reported. The outcome for the event "insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device)" was not reported. Reporter's causality (novopen 4) - blood glucose level always high, once was 600mg/dl(blood glucose increased) : probable. Technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage) : unknown. Insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device) : unknown. Company's causality (novopen 4) - blood glucose level always high, once was 600mg/dl(blood glucose increased) : possible. Technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage) : possible . Insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device) : possible. Reporter's causality (novorapid penfill) - blood glucose level always high, once was 600mg/dl(blood glucose increased) : unlikely. Technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage) : unknown. Insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device) : unknown. Company's causality (novorapid penfill) - blood glucose level always high, once was 600mg/dl(blood glucose increased) : possible. Technical issue with novopen 4 as the insulin leaked around the cartilage plunger around the needle(device leakage) : possible. Insulin leaked around the cartilage plunger around the needle lead to in accurate dosage taken(incorrect dose administered by device) : possible. References included: reference type: e2b linked report reference ID#: (B)(4). Reference notes: same patient reference type: e2b company number reference ID#: (B)(4). Company comment: (B)(6) 2023: blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. The suspected device novopen 4 and novorapid penfill has not been returned to novo nordisk for evaluation. No conclusion is reached. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill.